Event description:
According to the reporter, during a laparoscopic assisted myomectomy, while on the suture closure of uterine fibroid cavity, the needle detached from the thread at the swage. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photo noted that in one image, the needle was disengaged from the suture. In the other image, an unopened cl-924, polysorb suture was shown. The visual inspection of the returned product noted one suture and two needles. The needles were returned disengaged from the suture. Upon microscopic inspection of the needles, normal crimp and swage marks were noted. Suture material was observed to be present in the swages of both needles, indicating the suture broke off at the swage. It was reported that during the laparoscopic assisted myomectomy, while on the suture closure of the uterine fibroid cavity, the needle detached from the thread at the swage. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.